Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had passed out. The paramedics were. The customer's blood glucose was 76 mg/dl. The paramedics had told the customer that the customer's insulin pump had been beeping and they gave the customer an intravenous treatment of glucose. At the time of the current phone call, the customer's blood glucose was 177 mg/dl. The customer declined troubleshooting the insulin pump stating that the sensor and the insulin pump were functioning properly. They stated that their blood glucose had been above 70 mg/dl, which was normal for them. The customer stated that they had a kidney transplant in march of this year. The drive support cap of the insulin pump was normal - recessed. In the alarm history there were alerts for low battery, threshold suspend, threshold suspend basal resume, threshold suspend 60 mg/dl. The sensor alert history showed numerous low glucose alerts between 70 mg/dl and 80 mg/dl, predict low, and meter blood glucose. Nothing further was reported.